Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 264 mg/dl and 195 mg/dl on aviva ii meter (system 1) and 117 mg/dl on aviva ii meter (system 2). These readings were all taken using the same vial of strips. No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.